Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number r4120f, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the pouch tore at the distal tip and they had to grab another to complete the case.